Event description:
Incident reported as: hospital reported that the product leaked a "slight" amount of tungsten into the patient. The patient is fine. The patient's esophagus and mouth were flushed and no patient injury was noted. No further information is available.

Manufacturer narrative:
No sample available for evaluation. Investigation is ongoing and an investigation report will follow when finished.